Event description:
The customer reported that the insulin pump buttons unresponsive. Customer stated that the numbers kept ramping up and would not stop. Customer's blood glucose was 44 mg/dl. Customer stated that it could be due to his sweat that the buttons were unresponsive. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping scrolling on their own noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.